Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's monitor was displaying a service code 107 (multiple abnormal shutdowns). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107) has been confirmed. As received, the monitor was intermittently resetting. The cause of the monitor resets was an intermittent connection at flash memory components u102 and u105 on the c/a board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the defective components. The patient received a replacement monitor.